Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included magnesium oxide and rizatriptan benzoate (maxalt). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy bleeding during menstruation, prolonged menses, menorrhagia)"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions ¿ rash") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"), alopecia ("hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal infection") and tooth disorder ("dental problems"), 3 months 1 day after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe, abnormal pain during menstruation, dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain and cramping"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysgeusia ("other injury(ies) or complication(s) - metal taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), rash papular ("skin rash or bumps"), dry skin ("dry patches resembling burns"), dizziness ("dizziness"), asthenia ("weakness"), depression ("psychological or psychiatric problems - depression"), anxiety ("anxiety"), ovarian cyst ("reproductive system disorder or condition - ovarian cyst") and weight fluctuation ("weight fluctuation"). The patient was treated with ibuprofen and surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, fatigue, rash papular, dry skin, alopecia, dizziness, asthenia, dysgeusia, vaginal infection, depression, anxiety, ovarian cyst, weight fluctuation, vaginal haemorrhage, rash, headache, tooth disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, asthenia, back pain, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, rash, rash papular, tooth disorder, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: as per pfs date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included magnesium oxide and rizatriptan benzoate (maxalt). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy bleeding during menstruation, prolonged menses, menorrhagia)"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions ¿ rash") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"), alopecia ("hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal infection") and tooth disorder ("dental problems"), 3 months 1 day after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe, abnormal pain during menstruation, dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain and cramping"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysgeusia ("other injury(ies) or complication(s) - metal taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), rash papular ("skin rash or bumps"), dry skin ("dry patches resembling burns"), dizziness ("dizziness"), asthenia ("weakness"), depression ("psychological or psychiatric problems - depression"), anxiety ("anxiety"), ovarian cyst ("reproductive system disorder or condition - ovarian cyst") and weight fluctuation ("weight fluctuation"). The patient was treated with ibuprofen and surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, fatigue, rash papular, dry skin, alopecia, dizziness, asthenia, dysgeusia, vaginal infection, depression, anxiety, ovarian cyst, weight fluctuation, vaginal haemorrhage, rash, headache, tooth disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, asthenia, back pain, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, rash, rash papular, tooth disorder, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: as per pfs date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, reporter , medical device removal information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.